Manufacturer narrative:
Product ID: 977a260 serial# (B)(4) implanted: (B)(6) 2021, product type: lead. Product ID: 977a260 serial# (B)(4) implanted: (B)(4) 2021 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated therapy has worked well for the patient but a few nights ago they went to lay down in bed and got a strong electrical sensation in low back and down their legs. Caller stated they didn't ask if patient had any falls or trauma before that event but since then therapy has been ineffective and patient has been seeing "settings not available" on their controller and intensities around 1.5 ma (with dtm programming). Caller checked impedances multiple times and each time they were getting different results. The most recent test showed over 40k and "do not use" on contacts 9, 10 and 12 and those are contacts active in patient's current programming. Caller also saw results that aligned with electrode impedances when they performed check connectivity. Troubleshooting was not required. The issue was not resolved through troubleshooting. It was reviewed how high impedances can lead to oor/"settings not available", obtain imaging and attempt reprogramming with viable electrodes. It was reviewed that if reprogramming isn't successful, lead will likely have to be replaced as typically that's where impedance issues manifest as opposed to on the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that nothing has been scheduled at this time. The physician's office is making a plan with the patient, the patient stated to the rep that he wants to move forward with the lead revision, but the physician's office hasn't scheduled anything with the patient yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no external factors known to cause this issue. Patient stated he was laying down to go to bed and felt an excess of electrical stimulation, that quickly resolved. Over the next day the patient noticed his therapy was ineffective, and when logging into his patient programmer got the message indicating an oor. The patient denies any traumatic event prior to this event. Rep reprogrammed using different contacts and the patient reports successful therapy as of the day following the reprogramming. Contacts 9, 10, and 12 continued to be over 40k at the end of the reprogramming. Patients weight was approximately 230 lbs at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep said per imaging the lead has migrated. Rep said impedance keeps changing but ultimately it's the 9, 10, 12 and 13 electrode that gave bad impedance. Rep mentioned patient getting zapped on the lower left back when he connected to the patient's implant. Since programming isn't possible patient will need surgical revision.